Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown. We did receive performance data collected from the device and have analyzed the data. Battery voltage was pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data shows min bat= 2.65 volts in week of (B)(6) 2010, is before rrt<= 2.61 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed after (B)(6) of use. The ICD was removed and replaced. No patient complications were reported as a result of this event.